Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that no alarm was generated for a vrun episode of ventricular tachycardia (vtach) that occurred on (B)(6) 2015 at 5:11 p.m. For a patient monitored with command module model 91496. No one was injured as a result of this event.

Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer confirmed the equipment performed to specifications. The customer provided patient retrospective database was reviewed by a spacelabs lead software engineer. The event time was located in the database and a 21 beat series suggestive of vtach was analyzed. The beat to beat interval for this series did not satisfy the prematurity criteria of the ECG algorithm alarm threshold for vtach. In this series, there were only three consecutive beats that were premature and five consecutive premature beats are required to trigger an alarm. Consequently, no alarm was triggered. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that no alarm was generated for a vrun episode of ventricular tachycardia (vtach) that occurred on (B)(6) 2015 at 5:11 p.m. For a patient monitored with telemetry receiver module model 90478, telemetry transmitter 90343 and central monitor (B)(4). No one was injured as a result of this event.